Manufacturer narrative:
Advance failure analysis provided the following information: the initial investigation was confirmed. The instrument passed the electrical continuity test and there appeared to be damage on the silicone potting at the conductor wire entrance. There was no additional damage on the distal end components. The silicone potting was compared to the silicone potting on the other side of the grip, and it was noted that there is potentially material missing from the silicone potting. The silicone potting appeared to potentially be melted or was mechanically picked. The probable root cause of this failure could not be established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument which the black wire enters/exits the beige colored unit, silicone has melted on one side. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: after the completion of the procedure the instrument was not inspected. The instrument did not collide with any other instrument or tool during the procedure. No arcing was observed during the procedure. There was no injury to the patient.

Manufacturer narrative:
Correction- h8 updated with to indicate initial use of device. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage at silicone potting, which seals the conductor wire entrance to the yaw pulley. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. The complaint regarding silicone has melting on one side was not confirmed by failure analysis. The probable root cause in this case cannot be determined as per the failure analysis.

Event description:
Refer to h11 for follow-up information.